Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio2 meter was powering off during use. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began one week prior to contacting lifescan. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported that their fingers became blue due to having to perform several blood glucose tests. The patient denied receiving any treatment for this symptom. The alleged issue was not resolved with troubleshooting and replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for serious injury and they did not receive any treatment. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.